Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the craniotome device had an undetermined malfunction when used together with the motor device. It was not reported if there were any delays to the planned surgical procedure or if a spare device was available. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. (B)(4) evaluated the device and observed that the bearings were worn out and were no longer in axial alignment, not allowing for the insertion on the cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.